Event description:
It was reported that on (B)(6) 2023, a 14-12mm amplatzer duct occluder was chosen for implant into patent ducts arteriosus, utilizing a non-abbott delivery system. During deployment, the device deformed to a cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The procedure was aborted with no device implanted. The patient is reported to be stable and was discharged. The patient remained hemodynamically stable throughout the procedure. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Possible causes of device deformity include anatomical interference, and angulation or kink in the delivery system upon deployment. No anatomical interference or angulation or kink in the delivery system was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.